Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). Reference voluntary report mw5066574. The customer did not retain the lot number which determines the date of manufacture.

Event description:
The customer reported that the ventilator was alarming and an audible endotracheal tube cuff leak was noted. It was removed and the cuff was noted to be larger in size on one side. The tube was placed into water and bubbling was noticed. There was a small hole in the cuff. The tube needed to be exchanged. There was no patient harm.